Event description:
It was reported that on (B)(6) 2012, the patient underwent a stenting procedure in the moderately calcified left internal carotid artery with placement of a 6-8 x 40 mm acculink stent. On (B)(6) 2012, the patient experienced nausea, generalized weakness, shortness of breath, bilateral lower extremity edema and frequent urination and presented to the hospital three days later. The patient was noted to have chronic anemia, congestive heart failure and a urinary tract infection (uti). Physician has determined the congestive heart failure and uti are not related to the stent or stenting procedure. No treatment was provided for the anemia. The patients condition continues and the patient was discharged to home on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Other: aspirin, clopidogrel, heparin. Embolic protection: rx accunet. There was no reported product deficiency. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.